Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center was displaying error code e315 when two suspect scopes were inserted, however, the other scopes did not display an error code when inserted. It is unknown when issue occurred. There were no reports of patient injury or harm.

Manufacturer narrative:
In troubleshooting: the sales representative was onsite in contact with technical support assistance (tac), was advised to examine the contact points on the scope's video connector and clean them with a lint free alcohol prep pad. The sales representative performed the troubleshooting advise and also mentioned that the scopes were no damaged. When the scope were plugged back in, the scope still displayed the error code. The tac explained that the source of the error code could be the scope paddle or the video processor's socket. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.